Event description:
Early battery depletion, device upgrade. Device manufactured by st. Jude. Sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).